Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient experience syncope. Upon interrogation of the device, loss of capture and lead dislodgement was noted on the right ventricular lead. The lead was explanted and replaced. The patient recovered.